Manufacturer narrative:
This report is submitted on july 09, 2024.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024, due to poor performance. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 24, 2024.